Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2016; 5071 lead, implanted: (B)(6) 2007. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had an alert for out of range impedance. Upon interrogation, it was noted that the lead had high/undefined superior vena cava (svc) coil impedance, high/undefined right ventricular (rv) coil impedance, and some oversensing. It was noted that the patient had fallen prior to the alert trigger and that may have caused the lead to fracture. As well, the patient's left ventricular (lv) lead had a pacing impedance spike, and high/undefined pacing impedance. Both leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.